Event description:
It was reported that during an unk procedure, the handpiece was attached to the harmonic scalpel generator and following its use, was placed in "standby" mode. The handpiece got warm/hot and burnt/left a mark on the pt. Unk how case was completed. Additional info received: pt's burn was first degree or less.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned and was tested on a generator and found to be functional. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator was found. Due to this condition, moisture ingress may result in a hand piece getting hot. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.